Event description:
In 2008, the pt's husband reported that the pt's infusion device was in the stop mode for approximately 4 hours one day prior . The pt's husband changed the battery at approximately noon and did not place the infusion device in run mode. The pt was unaware that the infusion device was in stop mode because the device was only vibrating and was not beeping. The pt was unable to feel the vibrations and her blood glucose elevated. The pt's husband refused to provide blood glucose info. The husband did not have the infusion device with him at the time of the report to troubleshoot. He stated that the pt would switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.